Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported a leak in tubing, and returned one used sample of material 10010454, lot 24025004. The set was examined, and the complaint was verified. The drip chamber to tubing connection was separated, no drip chamber was returned with the rest of the set. The tubing was examined under a microscope, and the tubing was found to be 'flared' out and damaged. The root cause for the separation was unable to be found, manufacturing could not be confirmed to be the cause. The customer found the issue during use. Device history record review for model 10010454 lot number 24025004 was performed. The search showed that a total of (B)(4) lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following: incident details: pt had an IV infusing @ 4.4 mls/hr of preterm starter. Writer assessed baby and heard "dripping" fluid onto the floor. Traced IV line to actual alaris brain door, door opened to inspect and IV fluid was noted to be leaking ++ from a hole at the top of the clear rubber tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed